Event description:
A stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm eighteen months ago. Vessel morphology at the time of implant was not reported. The patient presented for a routine follow-up appointment. It was reported that the CT demonstrated that the patient has disease progression with iliac dilation, resulting in a distal type I endoleak. The physician elected to place an iliac limb and the type I endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: endoleak. Disease progression resulting in iliac limb dilation. Conclusions: disease progression resulting in iliac limb dilation. Secondary intervention required.